Event description:
The surgeon reported via our sales rep, the following: due to the loosening of the tibial plateau a revision surgery became necessary. Further the surgeon noted that the cement adheres very good on the femur component. There is no adhesion of the cement to the tibial component. The connection of the bone and the cement was very good.

Manufacturer narrative:
Device eval anticipated, but not yet begun. If device becomes available with additional info a supplemental report will be issued.